Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A laser center employee reported that the laser failed to work. Patient was on the table and incisions had been made to the patient's eye. Employee called the company and spoke to an engineer to offer them phone support. Upon follow up, user error was reported to be at fault and not the laser . This laser does not create incisions on the eye and company representative is not quite sure what site was referring to. The procedure was reported to have gone well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. According to the follow up information, there was no fault of the laser. The root cause was user error. The manufacturer internal reference number is: (B)(4).